Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the patient had gone home and his new ptm (personal therapy manager) had gotten wet and stopped working. The reporter called patient services and they were able to send the patient a replacement ptm. It was noted that he was not doing well because he had terminal cancer and had again not been able to give himself boluses. The indication for pump use was malignant pain.

Event description:
Additional information was received from a hcp who asked for the local company representative's (rep) contact information in order to request that they go to the patient's home to check the patient's pump. The patient was discharged from the hospital (date not provided) and now the patient was home and was "not doing well." The patient's brother called this hcp asking to get rep's information to have them go interrogate the pump. Technical services reviewed rep role and stated the rep could only go to a facility to check the patient's pump. Technical services offered to send caller to nas to page a local rep to meet patient at the hospital if that was where they were needing to go due to complications with their pump. The caller wanted another option instead of the patient going to the facility, and technical services provided them with patient services number since they were not with the patient and had no further history on the issues they were experiencing with the pump. Technical services informed them that patient services will likely inform them that they need to go to the hospital. Additional information was received from the rep who reported that they didn't know the exact event date but it was the week of (B)(6) 2021. To resolve the hospitalization, the patient was given a new ptm from their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient lost their personal therapy manager and due to being unable to bolus ended up in the hospital.